Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there were untreated episodes stored due to oversensing of myopotential noise from two months earlier. The patient was brought in for testing and the noise was able to be reproduced in all sensing vectors when the patient pressed their palms together. During testing the subcutaneous implantable cardioverter defibrillator (s-ICD) was appropriately marking the noise. R-waves were also noted to be low. All impedance measurements were noted to be within range. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. Further review of the remote home monitoring system found a code indicating the s-ICD was exhibiting possible early battery depletion. Engineering reviewed the data and found the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD and electrode remain in service. The physician noted that they are considering full system replacement at the time of future change out due to the myopotential oversensing. The device and electrode were received for analysis, thus indicating they were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that there were untreated episodes stored due to oversensing of myopotential noise from two months earlier. The patient was brought in for testing and the noise was able to be reproduced in all sensing vectors when the patient pressed their palms together. During testing the subcutaneous implantable cardioverter defibrillator (s-ICD) was appropriately marking the noise. R-waves were also noted to be low. All impedance measurements were noted to be within range. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. Further review of the remote home monitoring system found a code indicating the s-ICD was exhibiting possible early battery depletion. Engineering reviewed the data and found the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD and electrode remain in service. The physician noted that they are considering full system replacement at the time of future change out due to the myopotential oversensing. The device and electrode were received for analysis, thus indicating they were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections and x-ray of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.